Event description:
Additional information received reporting that the initial report of the device "ribboning" was referring to the device flattening out in the mid section as it was deployed rather than opening up. The surgical consultant advanced the microcatheter through the stent to see if this would help the stent to open.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis #703797396:equipment used: video inspection system (m-77148), ruler (m-83360), camera (panasonic lumix dmc-zs5) the pipeline flex w/ shield (model: ped2-500-18 lot: a833122) and micro catheter (non-medtronic device) were returned for evaluation within a shipping box; within a sealed plastic biohazard pouch; and within an opened pipeline flex inner pouch. The devices were decontaminated as per manufacturer protocol. The pusher of the pipeline flex w/ shield was found extending out of the hub ~44.0cm. For further examination, the pipeline flex w/shield was then pushed out from the catheter lumen with difficulty. There was no braid inside the catheter. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. No bend was observed on the pushwire. No damages were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. The total length of the catheter was 162.5cm and usable length was 153. 7cm.the catheter tip and marker were examined; and no damages were found. The catheter body found to be accordioned from 5.5cm to 7.5cm from the distal tip. No flash or voids molded were observed in the hub. The catheter was flushed with water and water exited out from the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with no issues; however, the resistance observed at the damaged locations. No other anomalies were observed. Based on the analysis findings, the pipeline flex shield could not be confirmed to have failure/incomplete open distal and pipeline damaged during delivery/retrieval. The pipeline flex shield braid was not returned for analysis. In addition, no defect was found with the returned pipeline flex w/shield pusher. It is likely that the severe vessel tortuosity may have contributed to the event. Based on the returned devices, there was no non-conformance to specifications identified that led to the reported issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a pipeline device that failed to open completely during a procedure and showed damage in the middle after removal. The patient was being treated for a ruptured saccular aneurysm of the left internal carotid artery. Vessel tortuosity was severe. The artery distal landing zone was 3mm and the proximal landing zone was 5mm. It was reported that the pipeline stent was prepared and used per the instructions for use (IFU). When delivered to the aneurysm location, the distal end of the stent would not open and there was "ribboning" in the middle. The surgeon made additional attempts to open the stent without success. The stent was removed and replaced with a different device to successfully complete the procedure. The pipeline was prepared and used per the instructions for use. There was no harm or injury to the patient.